Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a bmc transseptal sheath was selected for use during. It was reported that a perforation and a pericardial effusion had occurred. The procedure was aborted. It was mentioned that a cardiac perforation occurred with baylis transseptal sheath. It was believed that the baylis sheath had pushed through the posterior septal portion of the left atrium. When the physician attempted to put the wire into the vein, the x-ray sowed that the wired wrapped around the inside of the pericardial sack and outside of the heart. When the baylis sheath was pulled back with the wire still in place, a pericardial effusion was noticed. The injury was confirmed with intracardiac echocardiography (ice). The baylis sheath was pushed back in to sop the effusion. The patient had no visible symptoms and 50ml of blood was pulled out of the baylis sheath. The procedure was aborted. The cardiothoracic surgery came into room and performed open heart surgery in the room to fix the perforation. The patient was reported to be in stable condition. The physician believed that the injury occurred from the baylis sheath and not the non-boston scientific soundstar catheter. The soundstar catheter (ice catheter) was present in the body during the event. Mw5149093.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a bmc transseptal sheath (steerable sheath) was selected for use during. It was reported that a perforation and a pericardial effusion had occurred. The procedure was aborted. It was mentioned that a cardiac perforation occurred with baylis transseptal sheath. It was believed that the baylis sheath had pushed through the posterior septal portion of the left atrium. When the physician attempted to put the wire into the vein, the x-ray sowed that the wired wrapped around the inside of the pericardial sack and outside of the heart. When the baylis sheath was pulled back with the wire still in place, a pericardial effusion was noticed. The injury was confirmed with intracardiac echocardiography (ice). The baylis sheath was pushed back in to sop the effusion. The patient had no visible symptoms and 50ml of blood was pulled out of the baylis sheath. The procedure was aborted. The cardiothoracic surgery came into room and performed open heart surgery in the room to fix the perforation. The patient was reported to be in stable condition. The physician believed that the injury occurred from the baylis sheath and not the non-boston scientific soundstar catheter. The soundstar catheter (ice catheter) was present in the body during the event. Mw5149093.